Event description:
The user facility reported that the complete rb2600 lumbar track set returned had broken blades. No patient injury is reported.

Manufacturer narrative:
Integra lifesciences corporation is filing on behalf of the initial distributor. Correspondence should be sent to integra lifesciences corporation. The blades were returned to the manufacturer for evaluation. A review of the device history records indicated four similar reports of the same nature. These have been documented. All the complaints were related to cracking of the laser welds which attach the mounting stud ("blade bolt") to the retractor blades. The manufacturer was notified of the user facility's inquiry and provided the following investigation report. The production records were reviewed, which indicated a total quantity of the following blades were manufactured under lot number 223m between april-october 2006. Summary: a visual inspection confirmed that the laser welds were either cracked or the mounting stud had completely broken off from the blade. Previous studies for the development and degree of loading of the retraction system had indicated the test results were positive. However, the manufacturer cannot exclude the possibility the welded joints on some blades were not properly made. Corrective action: the manufacturer has recommended that to improve the strength of the joint attaching the mounting stud to the blade, the inside weld seam to be performed by the tig welding process.